Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The <50% stenosed target lesion was located in the mildly tortuous and moderately calcified upper limb veins. A 7.0 x 40, 75 cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured immediately at atmospsheres. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 6mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and tip of the device.

Event description:
It was reported that balloon rupture occurred. The <50% stenosed target lesion was located in the mildly tortuous and moderately calcified upper limb veins. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured immediately at atmospheres. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.